Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery, e70 error alarm was confirmed in the history file and the insulin pump had corroded battery tube. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform a21 error test due to prime anomaly. The insulin pump powered up properly after battery installation. The operating currents are within specifications. No low battery alarms or battery out limit alarms noted. The insulin pump passed self-test, a21 error test, rewind, basic occlusion test, prime test and displacement test. The insulin pump had broken belt clip slot, cracked case at the display window corners and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 101 mg/dl at the time of incident. Troubleshooting found that the pump also alarmed motor position encoder error. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.